Event description:
It was reported the pt had an infection at the lead incision site. The physician placed the pt on antibiotics. The infection had not resolved, so the primary care physician lanced the site. The pt reported there was a piece of dissolvable suture that may have been the cause of the infection. The system remained implanted.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.